Manufacturer narrative:
When available, a device failure analysis will be submitted as a follow up report.

Event description:
A broken/leaking dacapo powerpack has been received. Currently there have been no reports of user contact to battery chemistry nor injuries.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed, likely due to external mechanical stress. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a final report.

Event description:
A broken and leaking dacapo powerpack was received at service and repair headquarters. Neither the user came into contact with the battery chemistry nor any injury was sustained. The user returned the battery as it was not holding the charge anymore, however no leakage was noticed at that time.